Event description:
During the procedure, the catheter snapped during the slitting process. Additional information was requested but not received. There were no reported patient consequences.

Manufacturer narrative:
Upon analysis, a complete cps catheter was returned in two segments with its stop-cock for analysis. The universal slitter was not returned with the cps. As received, visual examination found the peeling of the ptfe liner and white stress marks were noted along the slitting region of the cps which are due to the slitting technique used during the procedure. The damages found could have caused the complaint detected in the field. All damages found are consistent with that occurring at the time of implant\explant. X-ray indicated no anomalies on the braded uniform mesh wire at the slitting and damaged area. No further tests were performed.